Event description:
A pt developed a dehiscence of the abdominal sheath six days following c-section. The event was noted upon removal of the skin sutures. No further event details were provided. It is assumed that the pt was returned to surgery for repair of the dehiscence.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time.